Event description:
Adverse event(s): "no harm" (no consequences or impact to patient). Product problem(s): "resistance" (physical resistance [injection system]). A surgeon reported he feels resistance in approximately 1 out of 10 vials when extracting the viscoelastic. There was no patient involvement. No further information is expected.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because, the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. No further information is expected. (B)(4) .